Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 617 mg/dl and also the screen was blank. Customer's blood glucose value at the time of incident was 398mg/dl. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display followed by a constant audible alarm, problem was isolated to mother board. Unable to verify operating currents or perform functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test, dat test and displacement test due to blank display anomaly. Unit was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case. Unit was received with stained end cap sticker and back address serial number label.